Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a cracked battery compartment and cracked battery door. During analysis, the customer's problem regarding a broken battery compartment was able to be duplicated. Three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published +/-6% specification. Service recommended that the pump's expulsor be trimmed in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was pumping too quickly and had a broken battery compartment. No adverse effects were reported.